Event description:
It was reported that a patient experienced peritonitis manifested by shoulder pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of peritonitis was unknown. The patient was treated with vancomycin (dose and frequency not reported) and gentamycin (dose and frequency not reported) ip for peritonitis. The treatment with vancomycin and gentamycin was ongoing. The patient was discharged from the hospital and was recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Date of event: the exact date of the onset of peritonitis was unknown, however, the patient experienced peritonitis on an unreported date in (B)(6) 2013. A review of all batch record documents was performed for potentially associated lot number h13h13076 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Per the additional information received, it was determined that the peritonitis resulted from a breach in aseptic technique. Therefore, the extension set is no longer a suspect product. As a result, it was determined that this report is a duplicate of report 1416980-2014-01556. All investigation activities will be captured under report 1416980-2014-01556.